Manufacturer narrative:
Investigation:lot# is unknown, therefore DHR could not be performed. Photo was received and confirmed the defect. The root cause for this mode of failure occurred due to a failure in the machine that makes the marking, it records the traceability of the batch in the package. It was not detected by the associate involved in the process and it can have occurred during the film set up which is involved in the packing process.

Event description:
It was reported that bd eclipse¿ needle was missing label information. This occurred on 3 occasions. The following information was provided by the initial reporter: package without the batch and batch creation date. Information received by email on 4/25/2019: 3 units came without the lot number. The customer do not have the box of the product anymore, so the lot is unknown.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was missing label information. This occurred on 3 occasions. The following information was provided by the initial reporter: package without the batch and batch creation date. Information received by email on 4/25/2019: 3 units came without the lot number. The customer do not have the box of the product anymore, so the lot is unknown.